Event description:
Essure devices implanted; 3-5 coils inserted into the right cavity and 2-3 inserted in the left cavity on (B)(6) 2010. Lower back. Si pain, all over body aches constantly. Skin itching, pelvic pain, hot flashes, night sweats, bowel issues, brain fog, nerve pain, mood swings, anxiety, depression, unexplained easy bruising, heart palpitations, insomnia, weight changes. See scanned pages.